Event description:
The instrument was placed on tissue however the surgeon was not able to place the retaining pin. The instrument was closed over the tissue and fired. The surgeon then transected the tissue using instrument edge as cutting guide. When instrument was opened, staples had not been fired and there was excessive bleeding. There was no reported injury to the pt as a result.